Event description:
The customer's spouse called and reported that pt had a stroke. Spouse felt the stroke could have been prevented if the blood glucose device read accurately. Spouse felt like the device caused the stroke. No details were provided about the event. The event occurred in 2003. The oldest result in the device memory was 181 mg/dl at 6:20am 6 months later. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.